Manufacturer narrative:
The axium coil was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil found severely damaged, stretched with a broken polypropylene filament but still attached to the pushwire within introducer sheath. As received, the tack weld replacement (twr) crimps and the pushwire distal to the break indicator at the manual detachment location were found to be intact. The pushwire was found bent at the proximal end. All other subassemblies appeared to be normal and no other anomalies were observed. The device was returned for evaluation and found to be in a contradictory condition to the reported event. The coil did not detach f rom the pushwire. Follow-up was conducted for additional complaint details based on the condition of the returned device, however no information has been received. All devices are 100% inspected for damages and irregularities during manufacture. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device involved in the event has not been returned for evaluation; therefore, the event cause could not be determined. Attempts were made to get information regarding the location of the device, but no correspondence has been received. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during coiling treatment for a bleeding aneurysm, the implant coil was stuck inside the microcatheter and prematurely detached inside the microcatheter. Since the coil detached inside the microcatheter, the physician was not able to advance it any further. The procedure was completed without any complications and no intervention was required.